Event description:
When I attached the normal saline flush to the smartsite extension set to get ready for the piv start it would not flush. Site not clamped. Had to use another one and that one worked fine. FDA safety report ID# (B)(4).